Event description:
A 44-yr-old female had implant in left temporomandibular joint in 1983. In 1993, she began to have bone pain, swelling and noise in joint. Pt had implant removed in surgery 1/20/94. Pathology report showed implant was fragmented and that there was foreign body giant cell reaction and fibrosis in surrounding tissue.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was not destroyed/disposed of.